Event description:
At 1400 the pt noted that the IV was leaking. A puddle roughly 4 inches in diameter was noted on the floor. New flolan was hung within 2 mins, but the infusion may have been interrupted for up to 3-5 mins.